Event description:
It was reported that the lead had varying impedance and an increase in sensing integrity counts. The patient reported recently falling, which was not related to the device function but did occur prior to the varying impedance levels. An x-ray confirmed that the lead was not fully inserted into the device connector causing the ring electrode to not align properly with the ring connector block in the header. The device and lead remain in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, (B)(4), is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance/resistance increase was noted. The weekly pace lead impedance trend data show an increase for maximum ventricular pace bi impedance equal to 475 to 646 ohms peak between (B)(6) 2011 and (B)(6) 2012.